Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle was unable to be identified. The most likely cause of the foreign material in the nozzle was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that foreign material was found in the nozzle of the gastrointestinal videoscope. There was no patient involvement.